Event description:
The customer observed potassium imprecision on the alinity c processing module. The following patient data was provided. Sid (B)(6): 7.2, 4.9 and 4.7 mmol/l (B)(6), 2022. Normal range: 3.5 to 5.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Service was dispatched. The potassium imprecision issue was resolve with the cleaning of the nozzle c4 #1, #4, #5. A review of the alinity c ac01436 service history, revealed no additional issues of false elevated potassium reported on the alinity c ac01436 post service intervention. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.